Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. All of the batteries were electronically functional. The leaking was likely the reason for the repair request and the reason for the complaint. Also the leakage of both batteries occurred with the user who also got in contact with the battery fluid, however no injury was sustained.

Event description:
A broken/leaking dacapo powerpack was received at headquarters.

Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow up report.

Event description:
A broken/leaking dacapo powerpack was received at headquarters.